Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50, in the patients right eye (od), on (B)(6) 2020. The patient experienced a refractive surprise, blurred vision, loss of best corrected visual acuity and lens opacity (posterior subcapsular) was noted. The patient is sensitive to bright light and headache when reading. The lens remained implanted and patient will return in 3 months. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Additional information: b5 - it was later reported that the lens was explanted and replaced with an intraocular lens on (B)(6) 2020. Cataract surgery was also performed on (B)(6) 2020, during lens replacement. The reporter indicated that the patient was seen on (B)(6) 2020, and that she is "stable following surgery, vision is better, presently this looks clearer than right after her procedure." H6 - health effect impact code: 4625 - cataract surgery, claim#: (B)(4).